Event description:
It was reported that this pacemaker entered safety mode. Technical services (ts) was consulted and discussed therapy delivery as well as recommended device replacement. This pacemaker remains in service. No adverse patient effects were reported.